Manufacturer narrative:
Concomitant medical products: 507645 lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole. The right ventricular (rv) lead exhibited variable pacing impedance. The pa ce/sense portion of the lead was capped and replaced, while the high voltage defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.